Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the primary console broke. A repair was requested.

Manufacturer narrative:
This regulatory report is supplemental to MFR #3003306248-2024-02764.

Event description:
It was reported that an s3 system alert occurred on the primary console during patient transport. The cause was not identified. The nurse exchanged the console, motor and flow probe and the issue resolved. The patient was switched to the back-up equipment. The patient was centrimag dependent and hemodynamically stable. Products would not be returned.